Event description:
It was reported that shortly following the implantation of a left ventricular assistance device (lvad), this patient received multiple inappropriate shocks from this subcutaneous implantable defibrillator (s-ICD) system. Boston scientific technical services (ts) was contacted and it was discussed that the low amplitude measurements and motor noise from the lvad system contributed to over-sensing and subsequent inappropriate therapy delivery. It was recommended to perform diagnostic imaging to assess system placement. Information has been requested regarding the event resolution, but not further information was available. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.